Event description:
Baxter's center for service received notification of a patient death on an unknown date. During the call, the patient's sister mentioned that the hp had experienced "overflow" and had then started on hemodialysis (dates unknown). The sister alleged that the hp experienced lasting effect from "overflow," which resulted in the hp's eventual death. Product surveillance spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012, regarding this report. The pdrn stated that the hp had passed away a couple of years ago. The date of death was unknown. The pdrn stated that she had never been informed of any overfill event. The pdrn stated that the hp was switched to hemodialysis due to non-compliance with performing his pd therapy. She stated that he did not do his therapy everyday as instructed. The pdrn also stated that the hp was a small man and was unable to tolerate much volume before feeling full. She did not believe that there was ever an overfill event that would meet the volume criteria for an iipv event. The pdrn did not know the cause of the hp's death since the hp was on hemodialysis and was no longer being seen at their clinic at the time. On (B)(6) 2012, product surveillance contacted the clinic. The registered nurse (rn) stated that there were no records available from that time period. She stated that there had been an ownership change and all the records from before that had been removed. This rn was unfamiliar with this patient as she was not working at this clinic until after he had passed away. There was no additional information available for this event.

Manufacturer narrative:
(B)(4). The device is not currently available as it is being used by another customer. This device was returned to baxter in (B)(6) 2010 when the homechoice patient (hp) made the switch to hemodialysis. At that time standard testing was performed on the device. A review of the event history log for this device revealed no failure, malfunction or iipv events that could have caused or contributed to the reported event. Baxter is in the process of obtaining additional information on the results of the standard testing performed on this device. A follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Review of the device history record and service history revealed no issues that could have caused or contributed to the patient passing away. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device met the electrical and functional performance specification requirements at the time it was serviced. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.